Event description:
It was reported that during a colon procedure, the tip broke off. It was retrieved. The event occurred at the end of the procedure. There was no need for a new device. There was no patient consequence.

Manufacturer narrative:
Date sent: 05/04/2009. Information anticipated, but unavailable at this time.